Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to leads erosion and infection. Reportedly, the leads were more superficial. The patient began to lift heavier weights, and the pectoral muscle got larger pushing the lead out of the skin and the patient developed some sort of pimple or keloid or skin lesion due to exercising resulting in lead erosion through skin. There was no additional adverse patient effects were reported. This rv lead was explanted.